Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of stent partially deployed

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the second flange of the stent could not be deployed. The stent was removed from the patient partially deployed and the procedure was completed using another of the same device. There was no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good.